Event description:
Same case as MFR #: 2134265-2010-02887 & 2134265-2010-02904. It was reported that during a cryoplasty procedure, a balloon rupture occurred. A 14 months post procedure, the physician preformed a cryoplasty procedure to treat in-stent restenosis in a 5/60 sentinol vascular stent. The greater than 75% stenotic lesion was located in the non-calcified and non-tortuous superficial femoral artery. The physician advanced the .035 - 4/60/120 polarcath balloon to the lesion and during the first inflation the balloon ruptured. The physician then advanced a .014 - 4/40/135 polarcath balloon to the lesion and during the first inflation the balloon ruptured. There were no patient complications. The procedure was completed with percutaneous transluminal angioplasty and the deployment of a 4/4/135 sterling balloon. Patient status is reported as "fine".

Manufacturer narrative:
The event occurred in (B) (6). This medwatch report is for the suspect device used in system 2 (lot number 450984, expiration date 07/31/2010). Reference medwatch report with patient identifier (B) (6) for the suspect device used in system 1.

Event description:
Caller states a nurse observed a patient was unresponsive; at the time he was on a 20% glucose IV. The patient tested hi (greater then 600 mg/dl) on inform system 1 and the glucose IV was stopped. A 2nd result of hi was obtained on inform system 1 and patient was treated with a saline IV (timeframe between results was not provided). 30 minutes later patient tested 245 or 250 mg/dl on inform system 1; at the same time a lab value returned as 8 mg/dl. Prior to receiving the lab result the patient was given a CT scan to rule out ischemia and/or brain damage; diagnoses could not be confirmed, and patient was transferred to the intensive care unit (ICU). 1.5 hours after the initial result of hi patient tested hi again on inform system 2; at the same time a lab value returned as 6 mg/dl. Patient was then treated with 20% glucose IV following the reported lab results. Patient's response to this medical treatment is not known. Requested return of suspect device.